Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the housing has minor scratches and signs of wear. The on and off button is starting to stick, requires replacement. The user's report is confirmed, the scope socket is bad causing a loose connection and snowy image. The lamp life is greater than 200 hours an the lamp has excessive thermal grease. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing an evis exera iii xenon light source for use, the connection was loose causing a "snow-like" image on the screen. There was no patient impact related to this occurrence.

Manufacturer narrative:
The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the reported events could not be established. It was confirmed that the device was shipped prior to countermeasures that were implemented to improve the durability of the power switch. It is also possible that age/repeated use related wear could have contributed to the reported issue.